Event description:
During factory testing it was found that if very large series are loaded into the mpr application, the selected range is displayed incomplete in the reconstruction. The 3d funcitons that are affected are mpr, mip and vrt.